Event description:
Hosp personnel were attempting to externally pace a pt, condition unknown. Allegedly the device would not pace. A back up device was obtained and treatment to the pt continued. There were no adverse effects to the pt reported as a result of the alleged malfunction.